Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is more nearsighted than she expected and her distance vision is only "social". The consumer reported she does not have clear vision at near or far. The consumer stated her expectation was that she would not have to wear glasses and she does have to wear glasses all the time. In a follow up with the surgeon, she reported the iol did not cause or contribute to the event. The pt has a refractive surprise of low magnitude. The surgeon reported the event continues as the pt remains slightly nearsighted and the surgeon feels it is an acceptable result.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/01/2012 and 02/08/2012 by phone, fax, and mail. A completed questionnaire was received on 02/14/2012. (B)(4).